Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A receiver functional test was performed and passed all relevant tests. No data was found within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.